Manufacturer narrative:
Visual inspection was performed on the returned device. The reported tip damage (kink) was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guide wire; however, the reported tip damage (kink) appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an anterior tibial artery with atherectomy. The lesion was crossed with a whisper guide wire and another manufacture¿s guide wire. Atherectomy was performed with a total of two passes. After removal of the atherectomy device, the 2.0x60 armada 14 balloon dilatation catheter (bdc) was used for post dilatation. After inflation, the guide wire was attempted to be exchanged, but met resistance with the bdc. The tip of the guide wire separated; however, remained attached to the tip of the bdc. Once the bdc was removed from the anatomy, the tip of the bdc was noted to be curled with the separated tip of the guide wire inside of it. A new armada 14 was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.